Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damage on electronic assembly. Insulin pump was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 218 mg/dl at the time of incident. Customer stated that the battery cap was neither damaged nor corroded. Customer was assisted with troubleshooting. Customer stated that the insulin pump was dropped. Customer also stated that the insulin pump had crack on back and reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.